Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to an unspecified bacteria. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug for the event. At the time of this report the patient was recovered and dianeal therapy was ongoing. No additional information is available as the reported declined follow up.